Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter has been received in two segments for the evaluation. The first segment consists of the catheter and the glue bullet was noted not to be seated in the correct position. No other specific anomalies were noted. The segment two consists of the detached balloon which was noted to be inverted. Therefore the investigation for the reported balloon rupture and difficult to remove remains inconclusive, as the functional testing cannot be performed due to the condition of the returned device. The investigation for the reported detachment of balloon was confirmed, as the balloon got detached from the catheter and received in two segments for the evaluation. A definitive root cause for the reported balloon rupture, difficult to remove and detachment of balloon could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024), g3. H11: h6(method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured and balloon could not be retracted easily into the sheath. It was further reported that the catheter broke and the detached balloon was snared using a guidewire and moved in to the groin of the patient. Therefore, the entire balloon and introducer sheath was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2024). Device pending return.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured and balloon could not be retracted easily into the sheath. It was further reported that the catheter broke and the detached balloon was snared using a guidewire and moved in to the groin of the patient. Therefore, the entire balloon and introducer sheath was removed. There was no reported patient injury.